Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged. After reconnecting the j7 connector the pump powered up successfully. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Blank display due to disconnected j7 connector. Cosmetic damage confirmed at the back of the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.